Manufacturer narrative:
B5: the patient is now 8/10 in the left eye and the pupil is almost perfect but still not 100%. The patient is being monitored. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Implant date: unk this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot.claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 vticm5_13.2 implantable collamer lens, -08.00/+1.5/094 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The patient experienced a refractive surprise and the pupil was unreactive (fixed) (blocked pupil). The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.